Event description:
It was reported that the patient underwent a spectra malleable penile prosthesis (spp) replacement surgery due to an unspecified reason. The spp was explanted and replaced with an inflatable penile prosthesis (ipp). Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.